Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for endovascular treatment of a 6.5 cm abdominal aortic aneurysm on august 28, 2000. The diameter of the proximal non-aneurysmal aortic neck was 28 mm with a 30 degree angulation. The left renal artery was 1 cm below the right renal artery, and the iliac arteries were reported to be mildly tortuous. The patient has a history of coronary artery disease and congestive heart failure. Aneurysm diameter was reported to have increased approximately 1-2 mm with no evidence of endoleak. The left renal artery was also stenosed; therefore, the physician performed a spleno-renal bypass to provide flow to the left kidney and to prepare the patient for exclusion of the artery by placement of a suprarenal cuff. The physician reported that, during the bypass procedure, the patient became hypoxic and struggled through the procedure, indicating that he was a high-risk candidate for open surgical repair. In july 2002, an emergency use approved talent aortic cuff (g970065) was implanted just below the right renal artery, and the left renal artery was excluded. It was reported that the device was deployed accurately with no complications. The patient is reported to be fine.